Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. However, the customer believes that "double dosing" as the customer was using both the insulin pump and manual injections could have attributed to the issue. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customers bg is reported to now be normalized at 125mg/dl.